Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An internal and external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A glucose test was performed with results coming back positive. Upon initiating a simulated treatment on the cycler, the machine alarmed with a ¿heater bag not detected¿ alarm three consecutive times before treatment was cancelled. An internal inspection identified visual evidence of fluid within the pneumatic filter. The filter was detached and replaced. A second simulated treatment was initiated and completed without complications. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient contact discovered a fluid leak coincident with peritoneal dialysis therapy. Immediately preceding the discovery, the patient had received an m31 air detected in cassette alarm during an unspecified phase of therapy. The patient had also received drain complication encountered error messages during their drain phase and a make sure heater bag is on heater tray alarm during fill three of four of peritoneal dialysis therapy. The technical support representative assisted the patient with cancelling their treatment on the cycler. Upon removing the supplies, the patient contact noticed fluid within the cassette compartment of the cycler. The technical support representative advised the patient contact to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient had manual supplies to continue with therapy without the cycler. The patient did not develop any symptoms or require medical intervention following the event. The patient has since received a new cycler and has been able to continue with peritoneal dialysis therapy. The cassette used at the time of the leak had been discarded. Additional information was requested but was not available.